Manufacturer narrative:
The service engineer (se) evaluated the device and determined that the battery needed to be replaced. The repair has not been completed as the service engineer is waiting for a replacement battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿background crash¿ message, the screen was unresponsive and then the ventilator stopped working. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, information pertaining to patient outcome has not been provided.